Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 636.4mcg/day via an implantable pump. It was reported that the patient had a pump replacement on (B)(6) 2024. The patient informed the company representative shortly after having their pump replacement, they had increased spasticity and didn¿t feel well. When the company representative saw the patient on (B)(6) 2024, they had already been hospitalized and receiving oral baclofen. They were planning on doing a catheter revision. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. When the pump was interrogated on the day of surgery nothing was abnormal. The actions and interventions taken to resolve the issue was a catheter revision. When opening up the pump pocket site, there was a break in the catheter right below the sutureless connector. They cut off the pump segment of the catheter, including the collett. They added the a pump revision kit with a new collett. Total catheter length was now 122.1cm. Csf (cerebral spinal fluid) was flowing freely once we connected to the pump and aspirated. They did a priming bolus of the catheter only. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2017 (B)(6), explanted: 2024 (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 18-may-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.